Event description:
Reporter states that the pt presented with pain. X-rays revealed malrotation of tibial component, and it was too large. Baseplate was removed, tibia re-cut in proper orientation, and new baseplate and insert implanted.